Event description:
Follow-up identified the patient underwent surgical intervention during which the lead was explanted, replaced and the new lead was repositioned to the original location. Stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's lead had migrated, as confirmed by x-rays. Reprogramming was unable to restore stimulation. Surgical intervention may take place to address the issue.